Event description:
It was reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis on (B)(6) 2015. The blood glucose reading was 1441 mg/dl. The customer complained of nausea and vomiting, as well as possible fever. She stated that the high blood glucose was likely attributed to stress, nothing that her father passed away recently and her diabetes service dog was refused during a doctor's visit, which may have caused some distress. The most recent blood glucose reading was 64 mg/dl, which was later raised to 119 mg/dl; the customer stated that she had had lower blood glucose than normal due to not eating, and she treated with food accordingly. She declined troubleshooting assistance. She advised that she did not believe the event occurred due to any malfunction of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-10798.